Manufacturer narrative:
The pod was received with the soft cannula deployed. The soft cannula was observed to be stretched and torn, with the length measuring out of specification and fluid being unable to flow through the complete fluid path. The timing and cause of this damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the soft cannula dislodging from the infusion site. The exact cause of the reported soft cannula dislodge could not be determined. The device was received without the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Event description:
It was reported the patient's blood glucose levels (bg) rose to over 250 mg/dl, while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (abdomen) while playing in the park, causing the cannula to dislodge. As treatment, the patient changed out the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.